Event description:
This report is being filed after the subsequent review of the following journal article miranda, m., (2004) ¿hook plate fixation for distal fibula fractures with insufficient bone stock.¿ techniques in orthopaedics (18; 4: 334-337). United states article. Retrospectively, a prospective database of patients treated by the author between january 1998 and june 2000 was reviewed to determine patients implanted with hook plate fixation with poor bone quality. Thirteen patients were identified as being treated with hook plate fixation for the tibia or fibula. Nine of these were used in the fibula. All but one of these 9 patients had comminution or a history of osteoporosis or poor quality bone therefore this study included 8 patients. The patients in this study were on average age 55 years with an average follow up of 34 months (range 30-41 months). The injuries were the result of motor vehicle collisions or falls. An 8-hole plate one third tubular plate was most commonly used with a range from 6 to 11 holes. Radiographs were performed. All patients achieved union of the fibula after the index procedure. There were no wound infections and no lateral wound problems, although one patient required reoperation for local skin flap for her medial wound. This same patient required direct repair of her deltoid to bone after excision of her medial malleolar fragment because it was too small for internal fixation. Two patient reported ankle pain and stiffness related to activity and barometric changes. One patient had persistent ankle swelling at last follow up with no venographic evidence of deep venous thrombosis. Congruency in the ankle mortis was reestablished in all cases. Talocrural angle was within the error of measurement on final radiographs in all 8 cases. A 75 year old female (case lb) required reoperation for local skin flap for her medial wound. This same patient required direct repair of her deltoid to bone after excision of her medial malleolar fragment because it was too small for internal fixation. Two patient reported ankle pain and stiffness related to activity and barometric changes. One patient had persistent ankle swelling at last follow up with no venographic evidence of deep venous thrombosis. This report 1 of 2 for (B)(4). This report is for an unknown plate and refers to a (B)(6) year old female (case lb) who required reoperation for local skin flap for her medial wound. This same patient required direct repair of her deltoid to bone after excision of her medial malleolar fragment because it was too small for internal fixation. A copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
Device used for treatment, not diagnosis. Miranda, m., (2004) ¿hook plate fixation for distal fibula fractures with insufficient bone stock.¿ techniques in orthopaedics (18; 4: 334-337). This report is for an unknown plate/unknown quantity/unknown lot. Patient code refers to a (B)(6) year old female (case lb) who required reoperation for local skin flap for her medial wound and repair of her deltoid to bone after excision of her medial malleolar fragment because it was too small for internal fixation. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.